Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2016, fse conducted follow-up with the customer over the phone to address the reported event. Fse performed troubleshooting with the customer and found the spindle gear required lubrication. The device performed without issue after lubricating the gear. No further action was required by field service. The most probable cause of the reported event was due to fault/ failure of large syringe.

Event description:
On (B)(6) 2016, the customer reported a "gradient sensor error, pressure over limit" with their g8 analyzer. Technical support advised the customer to reboot, but the error persisted. On (B)(6) 2016 field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.